Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the final diagnosis: ¿infected left revision total knee arthroplasty¿, ((B)(6) 2021) was reportedly the contributing factor to the revision along with pain and unstable knee as the devices were grossly loose. Without identification of infection, the etiology remains unclear; however, per documentation, it was felt that the patient¿s psoriatic arthritis did not explain early component loosening after primary and revision total knee arthroplasty. Reportedly, competitor devices were implanted during the 2nd stage of the revision. Patient impact included the 2-stage revision with an additional antibiotic cement replacement spacer and further long-term IV antibiotics along with the reported pain, instability, and severe loosening with a subluxed patella. No further medical investigation can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, joint laxity, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the patient was suffering from left knee instability and a severe peri prosthetic infection. On (B)(6) 2021, she underwent the first step of a 2-step third revision surgery, and her implants were replaced with antibiotic spacers. On (B)(6) 2022, the patient had the second step of the 2-step revision surgery, and the antibiotic spacers were replaced with a tka system from competitor manufacturer, depuy. The patient states that since this time she has struggled with lack of strength and fallings. This patient had the primary left tka surgery in (B)(6) 2010 and suffered from 2 revision surgeries due to loosening of the prosthesis.